Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Add'l data from importer report - the pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received. Associated MDR #1018233-2012-01716.

Manufacturer narrative:
(B)(4). MDR ref #9615742-2012-00589 (avaulta anterior). (B)(4). Add'l data: date of report: (B)(4) 2012; device info - uretex sup urethral support system; catalog# 485013; (B)(6).